Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the "up" button was found to be intermittently responsive. The keypad was removed and contamination was observed under the button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the "up" button was found to be intermittently responsive and the 'contrast' button was found to be unresponsive. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the internal battery was found to have failed and the pump time and date reset upon removal of the battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.